Event description:
It was reported that this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator exhibited high, out-of-range pacing impedance measurements. It was noted that threshold measurements were within normal limits, no noise was seen on the electrogram, and noise could not be created with vigorous pocket manipulation. Lead evaluation did not find any issues. A boston scientific technical services (ts) discussed options to address the issue and discussed potential sensing scenarios with the field representative. Ts also noted that, if an invasive procedure was performed, the device should be changed out at that time. Episodes from the remote patient monitoring system were later reviewed and the ts consultant noted what may have been rv loss of capture. The patient was reportedly not pacemaker dependent and, initially, no adverse patient effects were reported. At that time the physician elected to monitor the device via remote patient monitoring. Approximately one and half years after the first reported clinical observations, the patient felt short of breath when walking into the clinic. Rv pacing impedance was high and out of range and rv loss of capture was noted. A system revision was planned and ts recommended that a tug test be performed. During explant, it was noted that the rv lead terminal pin was fully inserted in the header and the setscrew was tight. Lead impedance on the pacing systems analyzer was within normal limits. The device was explanted and returned for analysis, this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. It was noted that threshold measurements were within normal limits and noise could not be created with manipulation. Lead evaluation could not find any issues with the lead. A boston scientific technical services (ts) discussed that the clinical observations could potentially be due to a connection issue. Ts recommended options which will be discussed with the physician. No adverse patient effects were reported. This lead remains in service.